Event description:
Caller stated that she was implanted with screws into her left foot and right clavicle on (B)(6) 2016. Shortly after she started feeling pain in the implanted area but she did not pay too much attention until recently that she started experiencing aggravated pain that she is not able to hold her body fluids. Caller stated she begin to have sharp stabbing chest pain and left leg pain radiating to her abdominal area. She is also experiencing ear pain, memory loss, numbness and tingling in her fingers and her finger nails are falling off.